Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor gold. However, the insulin pump passed rewind, basic occlusion, occlusion, excessive no delivery and displacement tests. No motor error alarm noted and the motor tested outside device and passed. The insulin pump has cracked lcd window, cracked case near lcd window corner, cracked reservoir tube lip, cracked battery tube threads, scratched reservoir tube window, stained address serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery. The blood glucose reading was 300 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.